Event description:
It was reported the the device was not calibrating properly.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: out of calibration; motor issues; pressure sensor issues; user error. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the device was not calibrating properly.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.